Event description:
The facility reported a fail code 810:11. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Inspection found that the air in line printed circuit board was within design specifications; external circumstances are suspected.